Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013; 7426 deep brain stimulation implantable pulse generators x2 (B)(6) 2009; 7482a51 neuro extension (B)(6) 2009: 3387 deep brain stimulation leads x2 (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient's leads dislodged possibly due to twiddler's syndrome. The leads remain implanted. No patient complications have been reported as a result of this event.